Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was successfully implanted in a patient. There was no difficulty experienced implanting the occluder. Post-procedure, it was noted that the patient had chest pain and elevated troponin levels. The following day the troponin levels decreased. There was no change noted on an electrocardiogram. An angiogram was performed and showed the occluder firmly in place and healthy coronaries. There was no intervention performed, but the patient was hospitalized. There is no allegation of malfunction against the abbott device or procedure. The cause of the patient's chest pain and elevated troponin is attributed myocardial ischemia. The patient was discharged at the time of report.

Manufacturer narrative:
An event of patient effects ischemia and cardiac enzyme elevation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that chest pain and elevated troponin levels. The occluder was then successfully implanted without further complications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported issue could not be conclusively determined. There is no allegation of malfunction against the abbott device or procedure. The cause of the patient's chest pain and elevated troponin is attributed myocardial ischemia. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.